Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that one week following the implant procedure, loss of capture was noted on the right ventricular (rv) lead. It was indicated the threshold measurement had increased to 3.5v. As lead dislodgement was verified on the x-ray, the rv lead was surgically abandoned. Insulation damage was visually confirmed during the revision procedure. The physician suspected the insulation damage was the cause of the loss of capture. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Visual inspection confirmed the outer coil was deformed and the insulation was cut through approximately 20 cm from the terminal pin. The cuts were corresponding to the cut in the suture sleeve. Dried blood was observed under the outer insulation 20-32 cm from the terminal pin. This was likely a result of the cut in the insulation. This lead was confirmed to be electrically continuous. No anomalies were noted at the lead tip that could have contributed to dislodgement. The damage to the lead was confirmed to be induced damage.